Event description:
It was reported that the filter was tilted. On (B)(6), 1998, the patient was implanted with a greenfield filter. On (B)(6), 2019, the patient underwent an abdominal CT scan. The inferior vena cava (ivc) filter was noted with its proximal end tilted 14 degrees to the left. There was no evidence of perforation. No patient complications were reported.